Event description:
It was reported that the segment of the display is flickering intermittently (top right, last two segments). The device is working well. No patient incident was reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the display had missing segments. The system board was replaced and the unit functioned as designed. A review of the history for this device was performed and it was concluded that the device was in the field for over two (2) years with no previous returns for servicing or other issues prior to the reported event. No patient incident reported.